Manufacturer narrative:
Analysis was normal. No anomalies were found. The initial medical device report was submitted via an alternative summary report on 01/31/2018 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4)

Event description:
The initial medical device report was submitted via an alternative summary report on (B)(6) 2018 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4)

Manufacturer narrative:
Correction - date of explant - should have been blank rather than the reported date (B)(6) 2017.